Event description:
Epidural had to be replaced.

Manufacturer narrative:
It was reported by the customer contact that "catheter does not seat fully into connector". Due to this, patient experienced pain. It was reported that epidurals had to be replaced on three occasions. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.